Manufacturer narrative:
Two samples were received, one each from lot 1510407v and lot 1610858v. Visual inspection of the received sample versus the master reference sample yielded no visual defects. Both probe covers were filled with 500ml of methylene blue solution and left hanging for 30 seconds. A visual inspection of leaks between the sealed film and/or through the film was performed and no leaks were noted. Batch records review of the above mentioned batches was performed and no non-conformities similar to the defect referenced in the complaint was noted during the in-process inspections that were performed. An additional sample of (B)(4) units of 1610858v were visually inspected and tested for leaks with (B)(4) solution. No leaks were noted. Based upon the information received and testing performed on returned samples, this complaint cannot be confirmed as reported.

Event description:
Patient identifier: (B)(6). Date of event: best estimate (B)(6) 2016. According to the information received, a gamma probe cover broke during breast surgery. Blood was found on the probe during the surgery indicating that the cover had a hole. Antibiotics were given to the patient following the event.